Manufacturer narrative:
All available information was investigated, and the reported leak / splash was confirmed via device analysis. The reported difficult to remove (cds/sgc) was unable to be confirmed. Additionally, it was observed that the hemostasis valve was torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported/ observed leak / splash associated with the loss of fluid column in the sgc was due to the hemostasis valve tear. The observed material split, cut or torn associated with the hemostasis valve tear was due to damage sustained to the sgc hemostasis valve during attempted clip removal from the sgc. The cause of the reported difficult to remove (cds/sgc) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitraclip becoming stuck in the steerable guide catheter and an air leak. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 2-3. The patient presented difficult anatomy due to anterior and posterior mitral annulus being significantly different heights from each other. A ntw mitraclip (lot:30428r1041) was attempted to be implanted utilizing steerable guide catheter (sgc) (lot: 30426r1067). To orient the clip for grasping, the "+" knob on the sgc was added. Multiple attempts at grasping were unsuccessful with the ntw, so it was decided to remove the clip and try a different size. The clip was successfully recaptured by the sgc however, when attempting to remove the clip from the sgc, the clip appeared caught in the chamber of the sgc. The physicians attempted to recapture the clip into the clip introducer, but were unsuccessful. Due to air entering the chamber through the hemostatic valve and the inability to remove the ntw from the sgc, the sgc was brought back to the right side of the heart and the entire system was removed from the patient. No air entered the patient anatomy. A replacement sgc and mitraclips were used to completed the procedure, reducing mr to grade 1. There were no patient consequences or clinically significant delay. No additional information was provided.